Event description:
It was reported that pump did not detect cartridge and generated cartridge change error, and distributor later confirmed that pump powered on, charged, connected to computer, but repeatedly showed cartridge change error with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return device for evaluation, and distributor arranged replacement pump with new serial number while awaiting returned device.